Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated that when she inserted the sensor into the abdomen on (B)(6) 2019, she started bleeding for 3 - 4 minutes. She applied a cold cloth to the area to stop the bleeding. She developed a hematoma at the insertion site and was evaluated by her physician on (B)(6) 2019 who stated that she must have hit a blood vessel when she inserted the sensor. Additionally, it was reported that the patient takes blood thinner medication. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. No additional event or patient information is available.